Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while the system was being started up for a planned treatment and resulted in a small delay in the procedure. A philips remote service engineer (rse) analyzed the issue remotely and confirmed that the system's control module was malfunctioning due to wear and tear after coming in contact with another object. The control module was ordered for the customer to replace it and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and health impact codes were corrected.

Event description:
It has been reported to philips that the azurion 7 m12 system had a defective control module and needed a new one. The system was in clinical use at the time of the event. It was alleged that this caused a delay during the procedure. Philips has started an investigation of the complaint.